Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to remove the excess skin on (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.